Event description:
A pt with amyotrophic lateral sclerosis (als) reportedly expired, while they were receiving ventilatory therapy from a plv-100 ventilator. The healthcare provider alleged that the ventilator did not audibly or visually alarm to alert them of the pt's respiratory distress, and subsequent respiratory arrest (prior to the pt's death). Although the alleged event occurred in 2004, the MFR was not informed of it until 2009.

Manufacturer narrative:
A f/u report will be filed when our investigation of the reported event is complete.